Event description:
A customer reported to carefusion that she is having problems with the fit of airlife omni-flex connector to the patient's shiley #8 tracheostomy tube. The customer advised that sometimes the omni-flex goes onto the trach as far as a quarter inch, but many times recently it bottoms out (all the way on) and is still not securely attached. When the patient is sleeping and has a small cough, the omni-flex connector flies off. She has had to discard so many ill-fitting omni-flex connectors that she does not have an adequate supply and has resorted to washing and reusing the "good ones". The home care company that provides this product to the customer has informed that they do not have enough stock to replace all of the defective ones she has received. The total quantity of omni-flex connectors that have caused problems is unknown. The customer advised that in the future she will keep track of the lot information and quantity and return samples for evaluation. There has been no injury to the patient as a result of these disconnections. The patient is a (B)(6) female disabled from birth. She has been on a ventilator for 12 years. The patient is not ventilator dependant, she uses it at night to give her a rest and the vent is set at 7 breaths per minute. It is only a matter of seconds before the care giver is able to resolve the situation if/when one of the connectors pops off.

Manufacturer narrative:
(B)(4). When this investigation is completed, a follow up report will be sent to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation. A return sample was not available for evaluation; this complaint could not be confirmed. The device history record for the lot number reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. The manufacturing process for this part was updated to include 100% verification of the 15 mm inner diameter of the connector. In addition, the procedure was updated to perform a quality audit of the 15 mm inner diameter as part of the inspection process to release product. The manufacturing process was reviewed and a higher amount of variation was observed in the 15 mm inner diameter of the connector. A corrective and preventative action as been opened to find the root cause of the variation observed in the 15 mm inner diameter of the connector.